Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient has had continual issues with her stoma for a long time: hyper-granulation, redness and bleeding. On (B)(6) 2020 it was reported that the patient has had a few visits to the doctor, antibiotics were given at some point and two rounds of silver nitrate were tried. The dates of treatment and type of antibiotics are unknown. The issue is ongoing.